Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended and a replacement interval was discussed. This device remains in service. No adverse patient effects were reported. Additional information was received which reported that the device was later explanted and replaced. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended and a replacement interval was discussed. This device remains in service. No adverse patient effects were reported.